Manufacturer narrative:
New information added on fields: d8, h3, and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device evaluation additionally found invasion of moisture into the objective lens, which was most likely due to stress of use, an external factor, or handling of the device may have caused moisture to intrude into the objective lens, leading the event. The reportable event of blurry image color was confirmed, and it was presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. However, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): ·instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope image was bleeding (light purple wavy). The issue occurred during an unknown therapeutic procedure. The procedure was competed using the same set of equipment. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.